Manufacturer narrative:
Device passed selftest and displacement test. Device received with the audio alert functioning properly. No audio alert anomaly noted. The motor arm cannot communicate with the main arm and device alarm (variable 3) confirmed in the insulin pump history due to broken pin 1 trace on keypad assembly.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had an insulin pump sound anomaly. The customer's blood glucose levels were unknown at the time of the incident. Customer states the insulin pump had errors. Troubleshooting was performed. The insulin pump failed the sound test. The insulin pump is returning for analysis. It was not stated if the auto mode feature was in use.